Manufacturer narrative:
This report is filed on december 20, 2018.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Additional: it has since been reported that the device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery. This report is submitted on june 12, 2019.

Manufacturer narrative:
The device was explanted due to loss of function. Analysis found a hermetic seal failure. The conclusion from device analysis is that the loss of function was caused by moisture penetrating the hermetic seal and impacting the device function.